Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving morphine (12.5 mg/ml at 3.741 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On 15-aug-2016 it was reported that the patient missed a pump refill due to an unrelated urinary tract infection (uti) that required hospitalization. Telemetry confirmed that the pump was empty. The patient was scheduled for the pump refill this week, but because of the hospitalization she could not go in. The patient had no symptoms related to the pump being dry. The hcp wanted the pump programmed to minimum rate and planned to refill the pump after the uti cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.